Event description:
During procedure, the mallis irrigating tubing for the bipolar was malfunctioning. Multiple tubing pulled from stock with same lot number were opened and non-functioning. All this tubing was discarded. Once a new lot number was opened, there were no further issues identified. The team pulled all stock with affected lot number and worked with field representative on replacing used stock item. No further events have been reported to date.